Event description:
It was reported that they fired 3 times on wedge resection procedure but on 4th fire jaws wouldn't fire on the buttress. They closed handle, hit home button. Handle released but jaws still did not open. They got another device to complete the case with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2024. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/24. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What buttress material was being used? Did the device start to fire and then stop, or did it not fire at all? A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number a9dh1l, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # 513c54. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. Additionally, an ech60r applicator was received with no apparent damage and all clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 513c54, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch # 513c54. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 513c54, and no non-conformances were identified.